Event description:
I remember driving my daughter to school one day, and my eyes hurt. I could barely keep them open because of the sensitivity to light and the glare. Since then, it has worsened, severely. I am an (B)(6), and am beginning to get concerned about the impact on my vocation. A lot of the time, my eyes burn, as though molten lava was poured in them. It hurts, and my vision is blurred during those times especially. Nighttime and the mornings are when they are the worst. It has been about 10 years since my surgery. I remember, the surgeon wasn¿t confident initially that he could perform my procedure due to the condition of my eyes, until a second doctor came to evaluate me. The second surgeon reassured me that I was a good candidate, and said they could do the procedure successfully. I thought it was the best thing I did for myself for several years. But now, I¿m rethinking my choice. The pain is so severe and my vision is getting worse. I see halos at times, and can barely open my eyes in the mornings, and the effects are lasting longer as time progresses. It is hard for me to focus on a computer screen without my eyes beginning to hurt. The situation is becoming hard to personally manage, which is disconcerting, because it is interrupting my daily life and diminishing my work and normal functioning routine activities. Had I been better counseled by the surgeons, and had the second older and seemingly more experienced doctor not eased my mind about the first doctor¿s apprehensions, I truly would have reconsidered my choice. Knowing what I know now, I would not have undergone the lasik surgery due to the pain I¿m experiencing and the increasing blurriness. Overall, my eyesight is not as bad as it was prior; however, the discomfort, which is a very kind understatement, is truly not worth the improvement that I do encounter with my current general vision.